Event description:
During a procedure before the instrument was used, the coblator hand piece was faulty when plugged in and was not working properly. The handpiece was replaced and given to manager to give to materials management. [Redacted date] the or manager notified the vendor and he will be coming this week to return the defect and issue us a credit. Manufacturer response for coblator hand piece, (brand not provided) (per site reporter). [Redacted date] operating room manager notified the vendor and he will be coming this week to return the defect and issue us a credit.